Manufacturer narrative:
Product complaint# (B)(4). Date sent to the FDA: 5/27/2025. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: when did the needle detach or pull off from the suture: detached inside the package, during removal from the package, during handling prior to use on the patient, or during use on the patient? Can you identify the lot number of the product used. Were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2025 and barbed suture was used. It was reported that a needle popped of the suture. They opened another of the same suture to finish the closure. Device is available for return. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One detached needle, one suture piece, and one needle-suture piece outside the labeled winding former were received for analysis. Product code sxpp2b409 which is a double armed. After investigation of the detached needle and suture piece, a short insertion was observed in the strand. The visual inspection concluded that the combination of the needle and suture was detached from the needle since the insertion end of the suture did not meet the required standards. In addition, the needle suture piece was visually inspected, and the swage and attachment areas were noted to be as expected and no needle pull off was noted. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.